Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels ranging from above 200 mg/dl to above 400 mg/dl. The customer would deliver boluses to stabilize bg levels. Reportedly, the customer had been in a car accident on (B)(6) 2016 and had been experiencing elevated bg levels since then. The contact stated that the high bg levels could be due to the injuries that customer is recovering from. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.